Event description:
Baxter call center in japan reports home pt reported "leak was found during fill and drain" with homechoice set. Home pt was asked to discontinue treatment and contact their health care professional. No pt injury or medical intervention reported.